Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net device transmission with two episodes of inappropriate tachycardia episodes. The patient received inappropriate anti-tachycardia (atp) and high voltage shock therapy. Upon review, the episodes showed that the patient's rhythm was misdiagnosed as a ventricular tachycardia. Intervention was performed. The patient is stable.